Event description:
Same case as MFR #: 2134265-2014-02392. It was reported that a shaft break occurred. The target lesion was located in the significantly calcified and significantly tortuous left anterior descending artery. Two promus premier stents, a 2.50x24mm and a 2.50x32mm, were used in notably difficult attempts to cross the lesion. In both cases, the proximal shaft of the promus premier kinked and as the physician continued to push, the shaft broke. Further pre-dilatation was performed and using a buddy wire technique, two different stents were able to be deployed. There no patient complications reported and the patient¿s status was fine.

Manufacturer narrative:
Device evaluated by MFR: a visual and microscopic examination of the returned device found that the hypotube was broken 185mm distal to the strain relief. The hypotube was kinked at various locations along its length and the tip was slightly flared. No issues were noted with the crimped stent and balloon of the device. The balloon was tightly wrapped and did not appear to have been subjected to positive pressure. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MFR #: 2134265-2014-02392. It was reported that a shaft break occurred. The target lesion was located in the significantly calcified and significantly tortuous left anterior descending artery. Two promus premier stents, a 2.50x24mm and a 2.50x32mm, were used in notably difficult attempts to cross the lesion. In both cases, the proximal shaft of the promus premier kinked and as the physician continued to push, the shaft broke. Further pre-dilatation was performed and using a buddy wire technique, two different stents were able to be deployed. There no patient complications reported and the patient's status was fine.

Manufacturer narrative:
(B)(4).